Event description:
Flexiseal was being used on a pt being treated for cirrhosis and liver failure. The pt was turned and repositioned, no bleeding was observed. Thirty minutes later, the pt was found to have bright red blood coming from the rectum. The vital signs were stable, but the physician requested the flexi seal be discontinued. The pt received multiple blood products, had a lower gi with clipping done to stop the bleeding. The physician believes the bleeding may have been somewhat related to the use of flexi seal. The pt did not sustain significant harm.